Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis while performing peritoneal dialysis (pd) therapy. The patient was hospitalized for four days for peritonitis. Treatment rendered was not reported. Peritonitis was resolving. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894535 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.